Event description:
This customer reported an unexpected shutdown and battery power. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported an unexpected shutdown and battery power. There was no negative pt impact. The device was evaluated locally by philips and the reported symptom was confirmed. The device passed all testing. The battery failed testing and was 6 years old. Philips recommends replacement of batteries after 2 years. The battery was replaced to resolve the symptom.